Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the presence of air bubbles in reservoir and infusion set. The customer was able to resolve the issue by changing both the reservoir and infusion set. No harm requiring medical intervention was reported. No product will be returned for analysis.